Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 408 mg/dl and diabetic ketoacidosis. Customer was treated with an intravenous insulin and saline drip. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an occlusion alarm had occurred due to a non-tandem infusion set cannula becoming kinked. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.